Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 05-nov-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the fibro calcific left anterior descending artery. After crossing the lesion with a non-bsc wire, pre-dilation was performed with a maverick balloon catheter. A 3.50 x 38mm synergy drug-eluting stent (des) was advanced but failed to cross the lesion due to calcification. Another 3.00 x 24mm synergy des was inserted but still unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage. Synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the most proximal stent strut row with struts lifted and bent back in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube, shaft polymer extrusion and the tip revealed no issues. No other issues were identified during the product analysis.